Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a lite glove. The customer reports that the device was pierced. The customer further reports that the pierced handle was noticed during the procedure while the physician already started the procedure. The procedure was an angioplasty. An antibiotic treatment was introduced during 72 hours..

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample without original package or lot number was received. After performing visual inspection per procedure, the reported condition was confirmed; the handle of the lite sleeve is broken. The failure mode reported by our customer could not be reproduced and it is not detected during the manufacturing process; however the following variables could contribute to the incorrect forming of the lite glove: lack of edges, misalignment and mismatch on the knives could cause the lite glove to not separate properly from the film. Two ceramic lamps of the furnace require replacement for proper heating of the film. As an immediate corrective action, awareness training was performed to all personnel to ensure they are made aware of the reported condition, and to enhance visual inspection. The acceptable quality level for the sub-assembly release was moved from normal to tighten in the thermo line. A sample board was made so production personnel could improve detection during the pick and place in the multivac line. A quality alert has also been posted in the thermo and multivac production line to notify the appropriate personnel involved in the process about the reported issue. As a corrective action the following activities had been completed: replacement of the 2 ceramic lamps, the knives were adjusted, aligned and sharpened. As a preventive action, the process will be

Event description:
Updated to reflect the failure mode reported and the reaction plan to mitigate the reported issue. The maintenance procedure will also include the thermography frequency. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.